Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product will not be returned for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On 5.7.2018 it was reported to k2m, inc. That a surgery took place in which extended tabs broke intra-operatively causing significant delay in surgery. Surgery took place (B)(6) 2018. (Related to 3004774118-2018-00077).

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as the lot number has not been identified/ confirmed in this case. Since the subject device was disposed, no physical, chemical evaluation could be performed, and the root cause of the reported issue could not be ascertained. Further investigation revealed that difficulty using the rod inserter might have also caused or contributed in surgical delay.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That there was a significant delay in surgery due to intra-op extended tab breakage and difficulty using an instrument. Surgery took place (B)(6) 2018. (Related to 3004774118-2018-00077 and 3004774118-2018-00096).